Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and cervix carcinoma ("cervical cancer") in a 30-year-old female patient who had essure (batch no. C22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity and nephrolithiasis. In 2015, the patient experienced the first episode of alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dermatitis allergic ("allergic or hypersensitivity reaction ¿ hypersensitivity in face,"), dysgeusia ("metal taste in mouth"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"), fatigue ("fatigue"), headache ("migraines/headaches,"), vision blurred ("vision/eye problems:blurry vision") and weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting/abnormal bleeding (vaginal),"), menstruation irregular ("irregular cycle"), back pain ("back pain/low back pain"), abdominal pain lower ("cramping"), vulvovaginal pain ("vaginal pain"), the second episode of alopecia ("hair loss"), libido decreased ("hormonal changes ¿ decreased libido,"), urinary tract infection ("infection ¿ uti"), migraine ("migraines/headaches,"), depression ("psychological or psychiatric problems ¿ depression,"), nausea ("nausea"), rash ("rashes or skin condition ¿ frequent face breakouts"), cervix carcinoma (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), breast pain ("pain"), abdominal pain upper ("pain"), pain in extremity ("pain") and arthralgia ("pain"). The patient was treated with antibiotics, ceftriaxone (rocephin) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain lower, dermatitis allergic, fatigue, urinary tract infection, migraine, nausea, breast pain, abdominal pain upper, pain in extremity and arthralgia had resolved and the vaginal haemorrhage, menstruation irregular, vulvovaginal pain, menorrhagia, dysgeusia, tooth disorder, dysmenorrhoea, dyspareunia, abdominal distension, headache, the last episode of alopecia, libido decreased, rash, cervix carcinoma, vaginal discharge, vision blurred and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, arthralgia, back pain, breast pain, cervix carcinoma, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: she had need for additional surgery. There were 4 coils in the left and 3 coils on the right . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2017: not provided . On (B)(6) 2016, CT abdomen pelvis: right renal sinus and periureteral inflammatory changes suggesting urinary tract infection. Less likely, recent stone passage. 3 mm right lower poly calyceal stone without hydronephrosis. Serum hcg was negative. On (B)(6) 2017, CT abdomen pelvis: right renal lithiasis without ureterolithiasis or obstructive uropathy. Normal appendix. Right ovarian cyst. No abdominal pelvic ascites. No bowel obstruction or pneumoperitoneum. Gallbladder distention without calcifications. On (B)(6) 2017, ultrasound pelvic: endometrial stripe thickness 1.2 cm. 2 cm simple cyst or mature follicle arises from the right ovary. No free fluid. On (B)(6) 2017, surgical pathology report: diagnosis: uterus with fallopian tubes, bilateral, hysterectomy and salpingectomy: endocervix/ectocervix: high grade squamous intraepithelial lesion (cin 2-3); margins negative. Endometrium: proliferative endometrium; small sessile polyps; no atypical hyperplasia or carcinoma identified. Myometrium: adenomyosis. Serosa: adhesions. Fallopian tubes: no significant histologic abnormality; medical devices consistent with essure coils. The proximal 1.8 cm of the right fallopian tube is adhesed to the uterus. Removal of the tubes reveals bilateral silver metallic, coiled medical devices consistent with essure coil, 2.5 x 0.2 x 0.2 cm. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction ¿ hypersensitivity in face, metal taste in mouth; dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition ¿ bloating, hair loss, hormonal changes ¿ decreased libido, infection ¿ uti, migraines/headaches, nausea, pain, psychological or psychiatric problems ¿ depression, rashes or skin condition ¿ frequent face breakouts, cervical cancer, vaginal discharge, vision/eye problems: blurry vision, weight gain, leg, breast, wrist pain. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cervix carcinoma ('cervical cancer') in a 30-year-old female patient who had essure (batch no. C22911) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included taste metallic, back pain, eye disorder, forgetfulness, joint pain, skin disorder and hair loss. (B)(6) 2016, CT abdomen pelvis: right renal sinus and periureteral inflammatory changes suggesting urinary tract infection. Less likely, recent stone passage. 3 mm right lower poly calyceal stone without hydronephrosis. Serum hcg was negative. (B)(6) 2017, CT abdomen pelvis: right renal lithiasis without ureterolithiasis or obstructive uropathy. Normal appendix. Right ovarian cyst. No abdominal pelvic ascites. No bowel obstruction or pneumoperitoneum. Gallbladder distention without calcifications. (B)(6) 2017, ultrasound pelvic: endometrial stripe thickness 1.2 cm. 2 cm simple cyst or mature follicle arises from the right ovary. No free fluid. (B)(6) 2017, surgical pathology report: diagnosis: uterus with fallopian tubes, bilateral, hysterectomy and salpingectomy: endocervix/ectocervix: high grade squamous intraepithelial lesion (cin 2-3); margins negative. Endometrium: proliferative endometrium; small sessile polyps; no atypical hyperplasia or carcinoma identified. Myometrium: adenomyosis. Serosa: adhesions. Fallopian tubes: no significant histologic abnormality; medical devices consistent with essure coils. The proximal 1.8 cm of the right fallopian tube is adhesed to the uterus. Removal of the tubes reveals bilateral silver metallic, coiled medical devices consistent with essure coil, 2.5 x 0.2 x 0.2 cm. Urine tests: an rcg pregnancy test was negative. Human papilloma virus dna test was positive. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included nickel sensitivity, nephrolithiasis, vaginal irritation, vaginal odor, muscle ache, abdominal pain, foreign body in uterus, any part, cervical dysplasia and perineal pain. Concomitant products included docusate, hydrocodone, ibuprofen, levonorgestrel (mirena), ondansetron, paracetamol (acetaminophen) and phenazopyridine. In 2015, the patient experienced vaginal haemorrhage ("spotting/abnormal bleeding (vaginal),"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dermatitis allergic ("allergic or hypersensitivity reaction ¿ hypersensitivity in face,"), dysgeusia ("metal taste in mouth"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"), fatigue ("fatigue"), headache ("migraines/headaches,"), libido decreased ("hormonal changes ¿ decreased libido,"), migraine ("migraines/headaches,"), depression ("psychological or psychiatric problems ¿ depression,"), nausea ("nausea"), rash ("rashes or skin condition ¿ frequent face breakouts"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems:blurry vision") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and tooth disorder ("dental problems"). In (B)(6) 2017, the patient was found to have cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced menstruation irregular ("irregular cycle"), back pain ("back pain/low back pain"), abdominal pain lower ("cramping"), vulvovaginal pain ("vaginal pain"), urinary tract infection ("infection ¿ uti"), breast pain ("pain"), abdominal pain upper ("pain"), pain in extremity ("pain"), arthralgia ("pain") and allergy to metals ("nickel allergy"). The patient was treated with antibiotics, ceftriaxone sodium (rocephin) and surgery (hysterectomy (full), salpingectomy , oophorectomy (bilateral removal of ovaries). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain lower, dermatitis allergic, fatigue, urinary tract infection, migraine, nausea, breast pain, abdominal pain upper, pain in extremity and arthralgia had resolved and the vaginal haemorrhage, menstruation irregular, vulvovaginal pain, alopecia, menorrhagia, dysgeusia, tooth disorder, dysmenorrhoea, dyspareunia, abdominal distension, headache, libido decreased, depression, rash, cervix carcinoma, vaginal discharge, vision blurred, weight increased and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, breast pain, cervix carcinoma, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Insertion detail: there were 4 coils in the left and 3 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: results:it was okay to go forth with the removal.. Hysterosalpingogram - in 2017: results: not provided. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: back pain, vaginal haemorrhage, urinary tract infection, pelvic pain, migraine, headache, dyspareunia. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media report: "nickel allergy, pelvic pain and cervix carcinoma". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: social media report received. Event" allergic to nickel" was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and cervix carcinoma ("cervical cancer") in a 30-year-old female patient who had essure (batch no. C22911) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity and nephrolithiasis. In 2015, the patient experienced the first episode of alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dermatitis allergic ("allergic or hypersensitivity reaction ¿ hypersensitivity in face,"), dysgeusia ("metal taste in mouth"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"), fatigue ("fatigue"), headache ("migraines/headaches,"), vision blurred ("vision/eye problems:blurry vision") and weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting/abnormal bleeding (vaginal),"), menstruation irregular ("irregular cycle"), back pain ("back pain/low back pain"), abdominal pain lower ("cramping"), vulvovaginal pain ("vaginal pain"), the second episode of alopecia ("hair loss"), libido decreased ("hormonal changes ¿ decreased libido,"), urinary tract infection ("infection ¿ uti"), migraine ("migraines/headaches,"), depression ("psychological or psychiatric problems ¿ depression,"), nausea ("nausea"), rash ("rashes or skin condition ¿ frequent face breakouts"), cervix carcinoma (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), breast pain ("pain"), abdominal pain upper ("pain"), pain in extremity ("pain") and arthralgia ("pain"). The patient was treated with antibiotics, ceftriaxone (rocephin) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain lower, dermatitis allergic, fatigue, urinary tract infection, migraine, nausea, breast pain, abdominal pain upper, pain in extremity and arthralgia had resolved and the vaginal haemorrhage, menstruation irregular, vulvovaginal pain, menorrhagia, dysgeusia, tooth disorder, dysmenorrhoea, dyspareunia, abdominal distension, headache, the last episode of alopecia, libido decreased, rash, cervix carcinoma, vaginal discharge, vision blurred and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, arthralgia, back pain, breast pain, cervix carcinoma, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: she had need for additional surgery. There were 4 coils in the left and 3 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2017: not provided (B)(6) 2016, CT abdomen pelvis: right renal sinus and periureteral inflammatory changes suggesting urinary tract infection. Less likely, recent stone passage. 3 mm right lower poly calyceal stone without hydronephrosis. Serum hcg was negative. (B)(6) 2017, CT abdomen pelvis: right renal lithiasis without ureterolithiasis or obstructive uropathy. Normal appendix. Right ovarian cyst. No abdominal pelvic ascites. No bowel obstruction or pneumoperitoneum. Gallbladder distention without calcifications. (B)(6) 2017, ultrasound pelvic: endometrial stripe thickness 1.2 cm. 2 cm simple cyst or mature follicle arises from the right ovary. No free fluid. (B)(6) 2017, surgical pathology report: diagnosis: uterus with fallopian tubes, bilateral, hysterectomy and salpingectomy: endocervix/ectocervix: high grade squamous intraepithelial lesion (cin 2-3); margins negative. Endometrium: proliferative endometrium; small sessile polyps; no atypical hyperplasia or carcinoma identified. Myometrium: adenomyosis. Serosa: adhesions. Fallopian tubes: no significant histologic abnormality; medical devices consistent with essure coils. The proximal 1.8 cm of the right fallopian tube is adhesed to the uterus. Removal of the tubes reveals bilateral silver metallic, coiled medical devices consistent with essure coil, 2.5 x 0.2 x 0.2 cm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting"), menstruation irregular ("irregular cycle"), back pain ("back pain"), abdominal pain lower ("cramping"), vulvovaginal pain ("vaginal pain") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menstruation irregular, back pain, abdominal pain lower, vulvovaginal pain and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, menstruation irregular, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.